Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the normal reference range, for one pt, involving unicel dxi 800 access immunoassay system. The erroneous result was released out of the lab. Subsequent testing produced results within normal clinical reference range. There was no report of pt injury. There has been no report of change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Pt samples were collected in plastic bd lithium heparin tubes with gel separator. Sample centrifugation was performed at 3,000 rpm (rotations per minute) for eight minutes in swinging bucket centrifuge. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.